Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer initially called for assistance with an error she was getting on the contour next. During the call a blood test was run on the meter and she was unable to see it in the meter memory. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to her.